Event description:
This is a spontaneous case report received from a medical doctor in united states on (B)(6) 2015 which refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2015 (lot number c59250). Physician reported that pulled core out when sheath retracted. Bilateral placement was achieved. Patient had no injury. Company causality comment: this medically confirmed, spontaneous case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and during the procedure, the device pulled core out when sheath retracted. This event, regarded as a device breakage, is unlisted according to essure's reference safety information. Single cases of essure breakage have been reported, mainly during difficult insertions. In this particular case, limited information was provided. However, considering the event occurred in association with essure procedure, causality with the suspect insert cannot be excluded. This case was regarded as other reportable incident, as although patient had no injury this might have occurred under less fortunate circumstances. A product technical analysis and follow-up information will be requested.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Manufacturer narrative:
This spontaneous case was reported by a medical doctor and describes the occurrence of device breakage ("pulled core out when shealth retracted") and complication of device insertion ("complication of device insertion") in a female patient who had essure (batch no. (B)(4)) inserted. On (B)(6) 2015, the patient had essure inserted. On the same day, the patient experienced device breakage and complication of device insertion. Essure treatment was ongoing at the time of the report. At the time of the report, the device breakage and complication of device insertion outcome was unknown. The reporter provided no causality assessment for complication of device insertion and device breakage with essure. Most recent follow-up information incorporated above includes: on (B)(6) 2017: the case will be deleted from bayer pv database. Nullification reason: no ae during administration of company drug. Company causality comment: this medically confirmed, spontaneous case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and during the procedure, the device pulled core out when sheath retracted. This event, regarded as a device breakage, is unlisted according to essure's reference safety information. Single cases of essure breakage have been reported, mainly during difficult insertions. In this particular case, limited information was provided. However, considering the event occurred in association with essure procedure, causality with the suspect insert cannot be excluded. This case was regarded as other reportable incident, as although patient had no injury this might have occurred under less fortunate circumstances. A product technical analysis is expected. Further information could not be obtained.